Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were harder to press. The customer¿s blood glucose level was unknown. The customer also reported that the insulin squirts from the infusion set rather than a slow drip, the insulin pump makes grinding noises that sound different than before, rewind more than once, no delivery alarms and damage to the casing of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime /fill anomalies,no excessive no delivery/occlusion alarm and battery our limit due to unresponsive button. No button error alarm during testing. Device received with cracked case. (B)(4).